Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported broken capsule. As a result of the capsule rupture, an unplanned vitrectomy was required and the incision was enlarged from 2.4mm (millimeter) to 2.5mm. The surgeon commented that the endothelium was hazy. The intraocular lens was implanted in the sulcus and the surgery was completed. A brief description from the surgery center indicated that the chamber was unstable and the continuous irrigation remained activated. The surgery center indicated the patient had anxiety and had a pre-existing hypertension condition. An abbott medical optics (amo) technical support, troubleshooted with the surgery center and instructed the surgery center to eliminate the irrigation free flow by reseating the tubing pack and confirmed the irrigation management feature was not active. The patient is expected to have corneal edema.